Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defib impedance steady at 67 ohms through (B)(6) 2015, rises out of range (> 100 ohms) starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the superior vena cava (svc) coil. The alert was cleared. The patient has been scheduled for further evaluation. The lead remains in use. No patient complications have been reported as a result of this event.